Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had been experiencing recurring incontinence for the last eight months with this artificial urinary sphincter (aus) device. A surgical procedure was performed, during which all components were removed and replaced with no further patient complications. Upon explant, no device issues were identified.